Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the atrial lead exhibited multiple noise episodes. The noise could be reproduced with myopotential testing. The device was reprogrammed to vvi mode since the atrial lead is only used for discrimination. The patient was in stable condition.